Event description:
It was reported that ongoing intermittent occlusion alarms occurred. To resolve the issue, the customer occasionally changed infusion sets and cartridges or continued insulin administration without changing any supplies. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.